Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced by a rechargeable ins manufactured by another manufacturer. The ins was connected to existing leads. This "blew out the leads". The rechargeable ins and leads were replaced by a new ins and compatible leads. Reference MFR report # 3007566237201004550.